Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the implants at tooth sites #7 & 10 were removed due to infection & bone loss. Referred for abscess, possible failing implants #7 & 10 and removal of teeth #6 & 11. Patient presents negative complaints of pain but the implants #7 & 10 are loose and wiggly (see (B)(4)). The patient has completed antibiotics/mouth rinse that was sent to pharmacy after consultation ((B)(6) 2021 (see (B)(4)), (B)(6) 2023 (see (B)(4)), (B)(6) 2023 (see (B)(4))), and then the antibiotics and mouth rinse was also given after surgery ((B)(6) 2023 (see (B)(4))). Patient was able to continue with regular diet and otc meds.